Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the small keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
While performing an annual preventative maintenance inspection of the customer's device, physio-control observed that both the 12-lead and transmit buttons on the device's small keypad assembly would intermittently stick.  If both the 12-lead and transmit buttons are stuck at the same time, only the power button is functional.  As a result, when this condition occurs the device would not be able to charge and shock, if it were necessary. There was no patient use associated with the reported event.